Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were examined by their maxillofacial surgeon who advised them to stop the aligner treatment. The surgeon stated, advised the patient that their existing essix retainers create a substantial anterior open bite malocclusion and it is recommend discontinuing them. This is contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.